Event description:
It was reported to philips the device shut down. This event was reported to have occurred during patient use. The patient was transferred to an alternate ventilator. There was no adverse outcome to the patient or therapy. The customer spoke with a philips remote service engineer (rse). The customer stated there may have been a patient disconnect error message on the ventilator screen. The rse reviewed the significant log with the customer and advised the device shutdown at approximately 3:00 am on (B)(6) 2022. The rse reviewed the v60 power supply and battery voltages. All power supplies were operating within specifications. The customer was advised to perform a performance verification test. The customer requested onsite evaluation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer cancelled the onsite repair request. Following the evaluation of the device, the customer performed a performance verification test to clear the device which solved the problem. No other abnormality was observed.